Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
It was reported in adjournal article that 1 patient was revised due to mobile bearing instability in an uncemented knee 1-year post-op. A larger bearing was implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: unknown oxford twin peg femoral unknown lot. Unknown oxford tibial unknown lot. G2: report source: new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.